Event description:
In 2009 the pt's wife reported that the pt had been experiencing elevated blood glucose for the past 12 hours. She injected insulin via syringe and the pt's blood glucose lowered to 200 mg/dl but then elevated again to 494 mg/dl. His target blood glucose range is 130-150 mg/dl. The wife stated that the pt's current insulin had been in and out of the refrigerator 3 times. She stated that it had been unrefrigerated for 11 days then "extremely" refrigerated. She stated that there was condensation in the cartridge compartment of the insulin device which she initially attributed to humidity but then stated it smelled of insulin. There were no noticeable leaks or cracks in the system. The pt disconnected from the insulin site and primed and the flow of insulin was not steady. The pt was advised to allow the infusion device to dry overnight and to switch to the backup infusion device. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.